Event description:
It was reported that this patient received an inappropriate shock due to a decrease in amplitudes. The device was reprogrammed to the secondary sensing vector. Most recently the patient was hospitalized due to receiving another inappropriate shock involving this device. The next day device screening took place and all sensing vectors failed with the current implant location. When manipulating the electrode the screening passed in the primary and secondary sensing vector, however the signal amplitudes were low. A request for review was sent to technical services (ts). Ts wanted the representative to check the system placement and possibly performing a new screening test. At this time the device was deactivated but remains implanted. No adverse patient effects were reported.